Event description:
It was reported that a malfunction occurred, indicated by a malfunction code, leading to the customer's blood glucose level exceeding 500 mg/dl, although the specific value was displayed as "high." The customer had not taken any actions before contacting technical support, which assisted the customer by providing information to reset the pump. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue reoccurred.